Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system powers off by itself. Additional information was received indicating the system powered off during the procedure and at the end of the case. There were no system messages. The unit rebooted itself.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted that the system would boot-up and run but when the host module was replaced to diagnose the issue, the system would no longer boot-up, only a white screen displayed. The company service representative replaced the power module and fluidics module in an attempt to address the issue, but the issue persisted. The company service representative installed a second new host module, power module, and supervisor, but the issue persisted. The company service representative then found that the host interface w 16 cable assembly had a bent spot what when moved would cause the system to reboot. The company service representative replaced the w16 cable. The system was then tested and met all product specifications. The system was manufactured on june 29, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The host interface w 16 cable assembly was received and a visual assessment of the returned sample revealed damage to the host-side connector. The sample was installed into a calibrated system for functional testing. The system was booted-up but only a white screen displayed. The bent portion of the cable was exercised but the display did not change. The cable was removed from the system and the green wire (position 4) was found to be disconnected from the host-end connector with the wire crimp still in the connector. The crimp was removed, reconnected to the wire, and then reseated in the cable connector. The wire was tested again and the system was able to complete the boot-up procedure. The bent portion of the cable was flexed again, but the system display did not change and no shut downs were seen. The wire was reconnected to connector and tested again. The system was able to complete the boot-up procedure with no further issues seen. The root cause can be attributed to a nonconforming host interface w 16 cable assembly. The manufacturer internal reference number is:(B)(4).